Manufacturer narrative:
Complaint no: cmplnt-(B)(4). (B)(4). The device was returned to baxter and an evaluation was completed. The increased intra-peritoneal volume (iipv) event was identified during review of the event history log. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. A visual inspection was performed. A service history review was performed. Upon conclusion of the investigation, the cause of this issue was determined to be due to an insufficient drain from one or more cycles advancing to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2014 at 22:49:37. During night drain cycle five, the patient's ultrafiltration reading was 1424ml, indicating the home patient drained 1424ml more than their maximum programmed fill volume of 2200ml. No additional information is available.